Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a screw went through a plate. The patient had a left distal radius fracture. The surgeon used tcp xs (three holes) for the left distal radius fracture. The surgeon followed the operation in accordance with IFU and used a va drill sleeve (2.4) for the first radius hole of the plate (four holes). When he inserted the screw (14 mm) after drilling, the screw went through the plate and into the bone (distal row most styloid side). The surgeon took a skin incision and removed the screw from the back. The surgeon did not use this hole. He fixed the plate with the other holes and finished the operation. The surgeon reported that the insertion of the screw from the fracture side and the direction of insertion was not stable. The screw moved over 15 degrees and could not lock well. Information from this surgery reported: loan set: the doctor leased from the distribution centre through the dealer and used the instruments in loan set. The value of the torque, imiter was 0.71nm. The distribution staff checked instruments in loan set. Technical guide: the sales staff explained the surgical technique to the doctor on (B)(6) 2013. The dealer explained to the clinical nurse on (B)(6) 2013. The sales staff were at the surgery. Surgery: the doctor chose va mode, and used drill bit 001.8 w/marking l110/85 2flute (310.509). He confirmed connection of drill sleeve. He also observed the screw length with depth gauge. Penetration: he inserted the screw to use with the driver by hand. In the penetration hole, he did not reinsert. He used the torque limitation attachment in the final lock. The doctor inserted by hand, but he could not lock. Therefore, he found the torque when he confirmed and inserted the screws visually. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed but the lot number provided was not found on the synthes, monument, database. DHR review was not possible.

Manufacturer narrative:
Additional narrative: results of the additional evaluation show visible signs that clearly indicate exceeding applied mechanical force while insertion which cased the damage at the screw head finally. The shaft thread does show only slight used marks. The star drive is badly worn out and lead to the conclusion that the screwdriver must have slipped away. No product fault could be detected.